Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a multiple procedure surgery, he toggled from vitrectomy setting to irrigation/aspiration to remove viscoelastic with vacuum at 650mmhg. When he removed his foot from the footswitch the aspiration continued and the eye collapsed. He avoided any damage to the patient's eye and the case was completed. Additional information has been requested but not received. This is one of two reports being filed for this facility.

Manufacturer narrative:
The surgeon reported ¿a multi-procedural operation was being performed on an (B)(6) year old female patient (which concluded a vitrectomy). During which, (in the final stages of the operation) the surgeon toggled from ¿vitrectomy¿ to ¿irrigation/aspiration (I/a)¿ in order to remove the viscoelastic from the eye. The surgeon indicated that the vacuum was on at 650 mmhg (millimeters of mercury). The surgeon took his foot off the footswitch. However, the aspiration was still working (which collapsed the eye).the surgeon managed to avoid any damage to the patients¿ eye. The surgeon expressed concerns with this function. Additional, related information was requested, but was not obtained. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5 mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. The customer called the company representative to assist with troubleshooting. The customer was able to resolve this issue remote, by changing the surgical parameters themselves. The system was manufactured on december 21, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).